Manufacturer narrative:
The pmsc cfg was analyzed. In remotefe and artemis, error 48200 was found indicating the fault, confirming the failure occurred in the field. Visual inspection showed no issues were found that is related to the reported issue. The pmsc was installed onto a golden system (is 4200) where the error 48200 was triggered by indicating a fault on the scl 1, replicating the reported event. Then the golden system was set to run video test, 10 minutes sine cycle 10 power cycles and sitting idle for 1 hour. Once testing was completed, the system error logs was inspected and verified identifying the leaf to be the source of the fault. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause based on failure analysis findings was attributed to the scl (surgeon console leaf) 1 on the pmsc.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the personality module surgeon console (pmsc). The system was tested and verified as ready for use. Isi did not receive a da vinci product involved with this complaint to perform failure analysis. .

Event description:
It was reported that prior to starting a da vinci-assisted surgical procedure left eye image is black on surgeon side console (ssc)2. Customer had the same issue during the first surgery of the day. Prior to call technical support he had already power cycle system twice and reseated bfc on ssc without improvement. Tse checked logs and found the error 48200 pointing to pmsc failure. The technical support engineer (tse) asked caller to check if something is connected to the back of the ssc. Surgeon found a video cable connected. After disconnected it and perform power cycle left eye was still black and surgeon got recoverable error 48200. Tse informed caller that a board (pmsc) in the ssc did not initialize well during startup and needs to be replaced. Surgery will be performed with only one ssc without impact for the patient. Intuitive obtained additional information. The procedure was completed successfully with the second surgeon console. The issue was identified after anesthesia and before port placement/incision. The first surgical procedure was a dual console configuration. The first procedure did not end with two surgeon consoles. The surgeon-in-training could only watch. The patient was 67 years old. Birth date was (B)(6) 1960 and male. Patient weighted 83 kg, had 26.2 bmi and was 178 cm in height.